Event description:
Device 1 of 2. Reference MFR report number 1627487-2014-00235. The patient's ((B)(6)) occipital nerve stimulation system (off-label) consists of two percutaneous leads from different lots. It was reported one of the patient's leads had eroded through the skin. As immediate treatment, the physician cut the externalized distal end of the exposed lead and sutured the wound. Surgical intervention will be undertaken at a later date to fully explant the device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.